Event description:
After an implantation period of approx. 109 months, oversensing on the ventricular channel was reported. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis and could not be investigated itself. Therefore this report only refers to the results of the ICD analysis upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the devices functions to be as specified. There was no indication of a material or manufacturing problem.